Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a torn downstream occlusion seal and a lifted air detector. Functional testing was performed. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a loose air detector was observed during testing. The device evaluation noted a torn downstream occlusion seal.